Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vison valve was chosen for implant using a large flexnav delivery system. The patients¿ aortic valve dimensions were as follows aortic annulus perimeter was 85.0mm, perimeter derived: 27.1mm and left ventricular outflow tract (lvot) average: 26.5mm. The length of the membranous septum 9.1mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. A pre-implantation balloon aortic valvuloplasty (bav) was performed using a 26mm non-abbott balloon. After the balloon was inflated and then deflated the patient developed a left bundle branch block (lbbb). The balloon and 14f sheath were then removed and replaced with the flexnav delivery system and 29mm navitor vision. The valve was then implanted using navitor¿s current implant technique and there were no other issues with the procedure. The final implant depth on the non-coronary cusp (ncc) was 5.0mm. The patient remained hemodynamically stable throughout the procedure. After speaking with the physician post procedure and mentioned they were not too concerned with the lbbb and thought that it may resolve on its own. After following up on the patient¿s status 24 hours, they confirmed the patient has a persistent lbbb and is being discharged on a monitor later (B)(6) 2025. The patient was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
An event of left bundle branch block (lbbb) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. No intervention was reported. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.